Manufacturer narrative:
Product investigation is in progress.

Event description:
Outer layer came off & stuck inside of me-tampon [foreign body in reproductive tract]. Outer layer came off & stuck inside of me when pulling the tampon out [complication of device removal]. Outer layer came off-tampon [device breakage]. Case narrative: consumer reported via email that the outer layer of the tampon came off was stuck inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Outer layer came off & stuck inside of me-tampon [foreign body in reproductive tract] outer layer came off & stuck inside of me when pulling the tampon out [complication of device removal] outer layer came off-tampon [device breakage]. Case narrative: consumer reported via email that the outer layer of the tampon came off was stuck inside of her. No serious injury was reported.